Manufacturer narrative:
Upon further review, paradoxical adipose hyperplasia (pah/ph) was previously reported for this patient under mrn 3007215625-2022-00704. Pah has not been re-reported and the only reportable complaint listed for this report should be hernia.

Event description:
Upon further review, paradoxical adipose hyperplasia (pah/ph) was previously reported for this patient under mrn 3007215625-2022-00704. Pah has not been re-reported and the only reportable complaint listed for this report should be hernia.

Event description:
A provider reported to allergan aesthetics that a patient received a coolsculpting treatment in (B)(6) 2021 and presented with "a hernia" post treatment. On (B)(6) 2023, allergan received a report that the patient had also developed paradoxical adipose hyperplasia (pah/ph) and treatment area demarcation post treatment.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.